Event description:
It was reported that a cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in loading a new cartridge correctly and was able to resume insulin therapy, resolving the issue.